Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) entered safety mode. This crt-p was explanted and replaced with a new crt-p. No additional adverse patient effects were reported.